Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Lot, d4. Expiration date, d9. Date device returned to manufacturer., d9. Is device returned to manufacturer?, h4. Device manufacture date. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned. The dual applicator and damaged luer lock were returned, in addition, two airless spray tips. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move but cannot remove the spray and drip tip from the adapter. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer?, h6. Component code, h 6. Type of investigation, h6. Investigation findings.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. What is the lot number of each faulty device? 5. Was any leakage or product solution observed at the luer locks connection? 6. Were there any unexpected outcomes or complications as a result of the event? 7. Are there pictures of the damaged device available? Event related to mw # 2210968-2023-04738 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lap roux-en-y procedure on (B)(6) 2023 and a fibrin sealant preparation device was used. During the procedure they were attempting to put the laparoscopic tip on two units and could not unscrew the gray luer locks. A third device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.